Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed program alarm anomaly and constant tone. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not occur for the constant tone since the keypad was unresponsive. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. No unexpected audio/beep or watchdog timeout alarm during testing. Unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or all operating current measurements due to the unresponsive buttons. The pump was received with a cracked reservoir tube lip.